Event description:
It was initially reported that the patient had high impedance at a recent appointment and has been referred for a full revision. The generator had not been disabled and there have been no reported adverse events. It is unknown if x-rays will be taken. Surgery is likely but has not occurred to date.

Event description:
Additional information was received that indicated that the patient had hit his head, but swears that he did not hit his vns. There were no x-rays taken.

Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2012, this vns patient underwent generator and lead revision. The patient's generator was replaced for prophylactic reasons. The products were discarded after explant.a blc performed on (B)(6) 2012 indicated 2.51 years to near end of service=yes.